Event description:
It was reported that during a left total knee procedure, the impactor pad fractured while being used. There was no delay or patient impact and the surgery was able to be completed without further incident.

Manufacturer narrative:
(B)(4). A visual inspection of the returned product found it to exhibit signs of repeated use (scratched/ gouged) and the device is fractured. Not all pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a wear and tear of the device from repeated use over time. The device has a potential field age of 8 years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.